Event description:
Per the report received from canada, a patient with a 3300tfx23mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of five (5) years and two (2) months due to degeneration and thickened leaflets, which led to severe stenosis and mild-to-moderate transvalvular regurgitation. The bioprosthetic valve was well seated (peak aortic valve gradient (avg) 66 mmhg, mean avg 36 mmhg, aortic valve area (ava) 1.1 cm2). A 23mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device. The patient was reported to be in stable condition.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including metastatic prostate cancer, dyslipidemia and a coronary artery disease with bypass surgery.